Event description:
Foley catheter fell out of patient with no trigger/tension applied. Patient laying still with sedation. Balloon was not inflated or intact. When balloon tested only one side able to be inflated.